Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states the provider alleges the joystick will not power off, the switch will engage in off position but will not turn off the chair.